Manufacturer narrative:
This report is being submitted as additional information was received that this pacemaker was explanted and replaced. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. At this time, the device remains in service. No adverse patient effects were reported. Additional information indicated that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended as the battery impedance is expected to increase, and radio frequency (rf) telemetry will eventually be disabled. This pacemaker remains in service at this time. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This device has returned for analysis.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. At this time, the device remains in service. No additional adverse patient effects were reported.